Event description:
Customer called to report the pump's driver arms were broken. It stated that the pump also had a no delivery alarm. The reservoir compartment was opened to check the amount of the insulin left, customer pulled down the arms, and they broke off and fell out of the pump. It was stated that the driver block was stuck in position and was not moving. Pump was not dropped, bumped, or exposed to moisture.